Event description:
Reporter alleged, he obtained discrepant blood glucose values of 127 mg/dl back to back with a result of 74 mg/dl when testing was performed 5 minutes apart on the advantage system. Reporter stated, he was having difficulty obtaining a drop of blood to test with on the system as well as, was not sure he was filling the yellow portion of the test strips with enough blood. It was stated, the comparison was performed while troubleshooting on the telephone with the domestic manufacturer's customer service agent. No actions or treatment resulted. A request was made for the return of the suspect product and replacement product was sent.